Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the problem by reviewing the error log. The error was reproduced while trying to set home x1 axis home on the loader. The patient serum that was previously spilled by the customer had dried like glue which prevented the x1 axis drive belt from moving. The fse was able to resolve the problem by cleaning the drive belt and belt lane with hot water. The quality controls (qc) results passed and were within published ranges per package insert. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 19may2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 4293 - sample loader x1-axis home overrun cause: the home sensor activated improperly after movement of the sample loader x1-axis. New measurement will not start. Solution: remove any obstacle or other causes for the error. If retry fails, contact tosoh service center or local representatives. The probable cause of the reported event was due to dried/sticky serum previously spilled on the x1 axis drive belt which prevented the drive belt's proper range of movement.

Event description:
A customer reported getting error message 4293 - sample loader x1-axis home overrun on the aia-2000 instrument. The customer stated that patient serum was spilled into the sample rack loader and now the 4293 error is occurring. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.